Event description:
My son has been burnt in the neck area by his bedwetting alarm. The alarm is new and was purchased online from the MFR. It arrived in a new sealed box with batteries. However when batteries are placed in the unit, at first it seems to work fine, but 30 mins later gets warm and then get extremely hot. My son was wearing the device at night when he complained of stinging on his neck. The stinging was from a overheated malem alarm unit which scarred his neck. I removed the batteries to power it down. The device was hot and I could not even hold it with my hands. My son was given a cool water towel at the scarred spot to treat him along with neosporin.